Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while updating the software on the pump, a malfunction alarm occurred. The customer's blood glucose level was 92 mg/dl. Reportedly, the customer has long acting insulin and manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and different issues were identified.